Manufacturer narrative:
The patient's past medical history included parity 3. Denied gynecological conditions. Concurrent conditions included sjoegren's syndrome and raynaud's phenomenon. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced arthralgia ("polyarthralgias") and asthenia ("asthenia"). On (B)(6) 2017, 9 years 9 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral subtotal salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. The reporter commented: the removal of essure was performed due to patient's request (polyarthralgias, asthenia). And also no further information received or expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-apr-2017: device removal questionnaire provided - patient's information, past history and concurrent conditions, start and stop date of essure, and removal method. Furthermore the event "complex rheumatological problems" was changed to "polyarthralgias", the event "asthenia" was added and onset date for both events were updated. On 13-apr-2017: quality safety evaluation received. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and she had a planned essure removal. Upon follow-up, event was amended to medical device removal, as patient underwent a laparoscopic bilateral subtotal salpingectomy, almost ten years after essure insertion. This event is anticipated in the reference safety information for essure. Non-serious events of general nature were reported; none of them considered related to the suspect device. Physician reported that device removal occurred at patient's request, but he had also considered other events as unrelated to essure. Despite the limited information, causality with the medical device removal cannot be excluded. Hence, the case was regarded as incident, since device removal was required. According to product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("planned essure removal") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2007, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required) and rheumatic disorder ("complex rheumatological problems"). The patient has a salpingectomy scheduled to (B)(6) 2017. Essure treatment was not changed. At the time of the report, the medical device removal and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for medical device removal and rheumatic disorder with essure. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and she had a planned essure removal. The reported event is serious due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident since a device removal will be required (salpingectomy). In addition the non-serious event complex rheumatological problems was reported. The product technical analysis and further information has been sought.